Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving an alert for device going into back up vvi mode. A device download was successfully performed. The patient was asymptomatic.